Manufacturer narrative:
(B)(6). The device was manufactured april 12, 2018 ¿ april 13, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with 8000mg flucloxacillin in 230ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.